Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. Functional tests performed. The equipment has been returned to the customer for clinical use.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump (iabp) facing issue with unable to zero the pressure during preparation. There was no patient involved.